Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was reported as unknown. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.